Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep clarified that the patient did not stop charging due to decreased pain, but rather that he took breaks from therapy. The replacement surgery had still not been scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's ins is overdischarged. The patient stated that he had not used or charged his ins in approximately six months. The patient stated that his spinal cord stimulator (scs) did relieve the patient's pain by at least 50% and that he felt less pain when getting up in the morning is why he stopped recharging. Communication with the ins was attempted, but was unsuccessful on (B)(6) 2018. The antenna locate feature was used to find the optimal position for a physician recharge mode (prm). Prm was performed on the same day. Communication was not able to be established. The patient stated that he believes this is the third time the ins has overdischarged. The patient consulted with the physician regarding the scs replacement. Surgical intervention has been planned. No further complications were reported. No patient symptoms were reported.